Event description:
Following an MRI, upon interrogation the device was in back up mode and high voltage therapy was not available. It was noted the device was not programmed into MRI mode prior to the MRI. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed. The patient was stable.

Manufacturer narrative:
The reported event of the device entering back-up vvi mode was confirmed. It was confirmed that MRI settings were not enabled, resulting in the device entering bvvi. Per specifications, if MRI settings are not enabled prior to MRI, the device will enter bvvi. The device is performed as specified.